Manufacturer narrative:
It was clarified that there was a high or low tidal volume alarm that occurred.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error for no flow. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was an error for no flow. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
It was reported that there was a high or low tidal volume alarm that occurred. The customer declined service and repair. No further service provided. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.